Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 500 mg/dl. Customer also reported calibration not accepted and change sensor alarms. Customer received a change sensor alert after a calibration not accepted error. Customer stated she needed to stop troubleshoot here due to time constraints. Customer reports the following symptoms related to their high blood glucose was difficulty breathing. Customer reports the following symptoms related to their high blood glucose difficulty breathing. Customer advised to call back for assistance if high blood glucose persist. Customer declined high blood glucose troubleshoot. The insulin pump will not be returned for analysis.